Event description:
Co's rep is reporting that a surgeon/facility is reporting vaguely that in the recent past they have had several incidents where the distal portion of a flexible suture needle broke off into the pt's body during a rotator cuff repair. They report that all of the broken fragments were retrieved from the pts body and that there was no pt harm resulting from the events. The principles do not recall the cases specifically, no lot numbers were identified, complaint devices were disposed of, they just made mental notes of the events to recall to the rep. See related 1221934-2005-00033 & 1221934-2005-00045.

Event description:
Rep is reporting that a surgeon/facility is reporting vaguely that in the recent past they have had several incidents where the distal portion of a flexible suture needle broke off into the pt's body during a rotator cuff repair. They report that all of the broken fragments were retrieved from the pt's body and that there was no pt harm resulting from the events. The principals do not recall the cases specifically, no lot numbers were identified, complaint devices were disposed of, they just made mental notes of the events to recall to the rep. (See related 1221934-2005-00033 & 1221934-2005-00045.